Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual evaluation: the filter was returned used. Six legs and five arms were present and intact. One arm (w/wrist anchor) was detached 0.5mm from the base of the apex and was not returned with the filter. No other anomalies were identified. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a filter arm (w/wrist anchor) detachment. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Medwatch mw5044701 was received from the FDA. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. An investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately two years post vena cava filter deployment, the filter was successfully captured and retrieved; however, upon examination, a filter limb had allegedly detached. A post procedure CT reportedly demonstrated the detached filter limb to be embedded within the posterior wall of the ivc. The patient was asymptomatic and no plan for the retrieval of the detached filter limb was made. There was no reported impact or consequence to the patient.